Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The target lesion being treated was located in the bifurcation of the left anterior descending (lad) and diagonal (dx) arteries. An unspecified promus element stent was deployed in the lad. Another promus element stent was being advanced through the promus element in the lad when it got caught on the deployed stent and caused it to shorten. A non-compliant balloon was then advanced to post-dilate the shortened promus element stent. Angiography was performed and the stent appeared fine. Additional patient complications were not reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).